Manufacturer narrative:
Product analysis: it was determined at analysis that the power supply became very hot during testing. The power supply was replaced. Software history update errors were found, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. It was further reported that there was a problem with the battery, the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.